Event description:
This is to report on the voice prosthesis called the activalve made by the atos company. This device is a voice prosthesis with a magnetic valve, used in laryngectomy patients. This valve was correctly placed on [redacted] (22.5fr/6mm atos provox activalve strong, ref 7161 lot 2501098 (exp 12/31/27)). The patient reported on [redacted]-approximately 4 months later, to his speech language pathologist (slp) that the small blue center piece came detached while drinking and the patient swallowed it. He felt it and spit it back up and then choked on his next sip of liquid. Without the small blue center piece, he was choking and unable to voice/communicate. The patient¿s slp appropriately saw him as soon as possible on the morning of [redacted] in clinic and removed the faulty device and placed a new, different device. The slp contacted the company, atos, to let them know of the event. The patient is now able to eat and drink and communicate, but the device detaching put him at risk for it falling into his airway and leaving him susceptible to choking events. Of note we reported a similar incident in [redacted]-about 4 years ago report name: [redacted] uid: [redacted].